Event description:
The manufacturer received information from a customer that a trilogy ev300 device failed an active exhalation verification test. There was no serious patient harm or injury that occurred or was reported. The field service engineer (fse) confirmed the problem, but the customer has declined to proceed with repair at this time. No further service was performed. A final report is being submitted. If additional information becomes available, a supplemental report will be filed.